Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (2,000 mcg/ml) via an implantable pump. It was reported that the pump was within normal end of service and during replacement it was seen that the catheter was fractured at the proximal site and was not intact at all; it would not aspirate. The patient's family did say they felt the patient had gradually had an increase in spasticity for quite some time now. There were no known external factors involved and no troubleshooting was performed. The system was replaced. The surgeon was unable to locate the remaining piece of catheter because it was at c5. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.